Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2018, as no event date was reported. This event was reported by the patient's legal representative. The implant surgeon is: (B)(6). (B)(4).the complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a solyx single incision sling system was implanted during a sub-urethral mini sling transvaginally, cystoscopy, and repair of rectocele and posterior colporrhaphy procedure performed on (B)(6) 2018. As reported by the patient's attorney, the patient has experienced an unspecified injury.